Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed and only the proximal segment was returned. The setscrew marks were in the correct location on the terminal pin. There was calcification noted on the insulation. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed no abnormalities on the segment of lead returned. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited sudden increase in the impedance measurements, measuring greater than 2500 ohms on this right atrial (ra) channel. Upon review, there was noise and oversensing with isometrics. Technical services (ts) recommended programming options. The patient was being sent for x-ray imaging and the plan was for lead revision. This ra lead is currently in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted. The patient also reported symptoms of low heart rate and fatigue. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited sudden increase in the impedance measurements, measuring greater than 2500 ohms on this right atrial (ra) channel. Upon review, there was noise and oversensing with isometrics. Technical services (ts) recommended programming options. The patient was being sent for x-ray imaging and the plan was for lead revision. This ra lead is currently in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited sudden increase in the impedance measurements, measuring greater than 2500 ohms on this right atrial (ra) channel. Upon review, there was noise and oversensing with isometrics. Technical services (ts) recommended programming options. The patient was being sent for x-ray imaging and the plan was for lead revision. This ra lead is currently in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted. The patient also reported symptoms of low heart rate and fatigue. No additional patient adverse effects were reported.